Event description:
The reporter stated that the hospital has had multiple incidents in the past month regarding the sterilization of hallulock trays. The trays involved are hlock-054 and hlock-033. These trays were at the facility for multiple cases in (B)(6) 2011 and (B)(6) 2012. The trays would be runt through a standard sterilization process at the facility, and sometimes they would be sterilized. However, on multiple occasions the indicator strips in the trays would show "not sterile" when the pans were opened. This caused significant delays on multiple occasions in order to get the trays sterilized again. The hospital had the sterilizer checked, and showed that it was functioning properly.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.